Manufacturer narrative:
Foreign country: facility name truncated due to character limit: (B)(6). A customer in (B)(6) reported a presumptive false positive with the cobas¿ sars-cov-2 assay. The test result was questioned due to a lack of patient symptoms. However, based on the totality of the information provided, there is no evidence that a product malfunction occurred. The complaint sample generated a valid result and all controls are within valid expected range for the test. No other test results were available for the patient. The assay was determined to be working as intended. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer in (B)(6), reported a presumptive false positive with the cobas¿ sars-cov-2 assay. The sample was from a run that was tested on (B)(6) 2020. There is no information available about the patients health status or condition, though it was noted by the customer that the patient was asymptomatic. The customer performed sample inactivation with 4m guanidine hydrochloride in molecular biology grade water at a 1:1 dilution ratio. This is not a recommended practice per manufacturing instructions. All steps were performed in a bsl 2 laboratory according to german regulations. The samples are stored per the method sheet and are equilibrated to room temperature prior to transfer into a cobas omni secondary tube. The CT values displayed for the sample fall in the lod (limit of detection) range. It was explained to the affiliate that this type of result was not a presumptive false positive. In order for the sample to be considered a presumptive false positive target 1 should be negative and target 2 should be positive. Per the affiliate, the sample was going to be retested at a different lab (german health authority), however no results were provided. The target and ic generated results in the complaint run are within valid range and comparable to qc release data for the lot. Additionally, as per the centers for disease control and prevention (cdc) the complaint issue (asymptomic patient with sars-cov-2 detected) can occur as asymptomatic patients can have sars-cov 2 detected without symptoms or with symptoms never developing. Based on the totality of the information provided, there is no evidence that a product malfunction occurred. The complaint sample generated a valid result and all controls are within valid expected range for the test. No other test results were available for the patient. The assay was determined to be working as intended.